Manufacturer narrative:
(B)(4). PMA/510k # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, sometimes the baskets of the ngage nitinol stone extractors do not close all of the way. It was reported, that specific patient(s) and event details could not be provided, as the complaint was a general complaint on the product and specific cases were not known. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Evaluation / investigation: the actual complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use, and quality control data was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use contains the following instructions for handling the device: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Measures have been initiated to address the reported issue. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
It was reported, sometimes the baskets of the ngage nitinol stone extractors do not close all of the way. It was reported, that specific patient(s) and event details could not be provided, as the complaint was a general complaint on the product and specific cases were not known. No adverse events have been reported as a result of the alleged malfunction.